Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
It was reported that the heartstart xl "shows a low battery". There was no pt impact.